Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional customer contact phone: (B)(4). Getinge field service engineer (fse) customer stated that cs300 was not recognizing helium tank. Called customer and established that helium tank being used was empty customer. Installed new full helium tank. Customer cancelled service call visit verbally, h3 other text : issue resolved over phone.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit doesn't recognize full helium bottle. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit doesn't recognize full helium bottle. There was no patient involvement.